Event description:
Information received indicates the brake is not working.

Manufacturer narrative:
The technician found that the brake pedal would not engage into the brake position due to a misaligned caster cam at the left head caster, and the screw in the hex rod was severed, and the left head caster was worn. He replaced the left head caster and installed a new screw to repair the stretcher.